Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pod10 pusher assembly. The pusher assembly was kinked approximately 5.0, 71.0, and 84.0 cm from the proximal end. The embolization coil was undamaged and intact with its pusher assembly and was returned advanced outside of its introducer sheath. The introducer sheath had coagulated blood inside. Conclusions: evaluation of the returned pod10 revealed that the introducer sheath had coagulated blood inside. If continuous flush is not used during the procedure, blood may enter the introducer sheath and began to coagulate. Coagulated blood inside the introducer sheath may contribute to the reported resistance. During functional testing, resistance was encountered while attempting to re-sheath the pod10 and the device could not be retracted any further for evaluation. The root cause of the experienced resistance was unable to be determined. Further evaluation of the returned pod10 pusher assembly revealed kinks on the device. These kinks were likely incidental to the reported resistance may have occurred due to packaging the device for return to penumbra. Evaluation of the returned lantern revealed an undamaged and functional device. A demonstration pod10 was advanced through the returned lantern and out of the distal tip without an issue. Penumbra coils and catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The investigation findings do not lead to a clear conclusion about the cause of the resistance experienced during the procedure. H3 other text : placeholder

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the subclavian artery using pod10s. During the procedure, the physician advanced a lantern delivery microcathter (lantern) into a non- penumbra microcatheter. The physician then felt resistance while advancing the first pod10 pass the hub of the lantern and, therefore, it was removed. The procedure was completed using a new pod10, penumbra coil 400s (pc400s) and the same lantern. There was no report of an adverse effect to the patient.